Manufacturer narrative:
The unit was received for investigation on (B)(6) 2025. The unit came in for oxygen error. Compliant confirmed with data log and power board damaged due to wear and tear on gold pads that caused error 16, the data log shows battery low {he customer running the unit on low battery, error 1 popup this is the indication of empty battery, 256 (two low priority errors at the same time). This product is older than 5 years it will be scrapped. The patient received a replacement unit.

Event description:
On (B)(6) 2025 the patient called inogen to report the g4 was showing burst columns. The patient stated that they were hospitalized due to experiencing high heart rate and a low 02 stat. Inogen, attempted to follow up with the patient on three separate occasions to confirm and gather more information about the incident, but the patient was unreachable. This complaint is being submitted due to the nature the patient stating they had gone to the hospital due to the incident. Intervention is unknown.